Event description:
It was reported the light source intermittently had no image when used with the series 180 scopes. The issue occurred during a diagnostic esophagogastroduodenoscopy at the end of a gastric bypass procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.correction on field: g2 (health professional was inadvertently selected in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.